Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture. The lead was not used and a new lead was placed. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).